Event description:
It was reported that the device would not power on and deliver voice prompts upon pressing the on/off button. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. Several attempts to contact the customer regarding the device return and the reported issue resolution were unsuccessful. Therefore, physio is unable to further investigate the reported problem and determine the cause for the reported failure.